Event description:
Customer stated that paramedics were called to treat low blood glucose. The blood glucose reading at time of the event was 29 mg/dl. Customer was treated in her home. Paramedics gave customer glucose gel. The blood glucose level increased to 130 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.